Event description:
Information received indicates the left and right head siderails are not latching.

Manufacturer narrative:
The technician replaced the left and right siderail latch blocks to repair the bed.